Event description:
Gets hot with use is the reason for repair. No additional information obtainable on follow up.

Event description:
Gets hot with use is the reason for repair. No additional information available on follow up.